Event description:
Pt had a tibial plateau fracture that healed into valgus in 1983. Pt subsequently had a total replacement in 1986. Recently started complaining about knee pain with activity. The patella was laterally subluxed and had anterior knee swelling and tenderness. Pt was brought to surgery and the knee was opened. The patella was worn through to the metal but with no damage to the femoral component. The 9 mm tibial insert was replaced with a 13 mm tibial insert and an all plastic patella.